Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a piece of the coating peeled. The device was in use on valleylab mode at 30w, and was cleaned often during use. No piece of the device fell within the patient cavity. There was no patient injury, and a new device was used to continue the procedure.

Manufacturer narrative:
One e1450x was received for evaluation. The returned product met specification as received. The customer reported insulation damage. The reported condition was not confirmed. Visual inspection of the device found no damage electrode insulation. The device was inserted into a test electrode and was activated with satisfactory results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedure, the device was used on v mode at 30w, but then the device tip burnt black and a piece of coating became peeled. The electrode was cleaned with wet gauze often while in use. New device was used to continue. No patient harm.